Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported ¿has flipped and encapsulated and needs a total capsulectomy¿ and ¿was recalled because of bia-alcl.¿ healthcare professional reported right side capsular contracture, baker grade iii, "double capsule", hardness and implant removal due to the patient¿s concern with the product" and ¿patient thinks they have bii symptoms.¿ device has been explanted.